Event description:
A vaxcel pasv mini port was being placed for therapeutic purposes. During catheter insertion, the peel-away sheath broke at the bottom where there was no perforation. The physician used scissors and a kelly's tool to work with the sheath. The difficulty added an hour to the procedure time and they ended up using another sheath to finish the procedure.